Manufacturer narrative:
The manufacturer is reporting the following complaint after a voluntary review of all complaints (reportable or not) since 2016. This report is being filed now, after being scrutinized under a newly revised risk matrix, recently adopted after inspection. Water samples from the device measured greater than 100 mpn/ml. Thus, it was recommended to the user that the device undergo an internal water path replacement. The device underwent an internal water path replacement and afterwards, according to lab results, the cfu count was within acceptable limits per wi-09.

Event description:
Customer reports water sample came back form testing as >114600 mpn/ml.